Manufacturer narrative:
Investigation outcome: the device was not returned to hamilton medical ag for investigation. Additionally, according to the local biomed, the reported issue occurred in a usb free facility. Therefore the device log files could not be provided. However, hamilton medical was informed that the replacement of the battery solved the issue. No further information was provided. This case is considered as closed.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: the ventilator displayed 'battery replacement 2' messages . A battery was ordered in month prior (same message) and then another one a month later. No patient involvement.